Manufacturer narrative:
The t:slim x2 pump user guide states: you can adjust the auto-off alarm setting (the default value is pre-set to 12 hours, but it can be set anywhere from 5 hours to 24 hours, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an auto-off alarm occurred. The customer's blood glucose (bg) level was impacted (310 mg/dl). The customer resumed insulin and delivered a correction bolus. Tandem technical support (cts) educated the customer regarding the alarm and advised the customer to contact their healthcare provider prior to adjusting the setting. Additionally, it was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose level was 200 mg/dl. During troubleshooting with cts, the malfunction alarm was cleared and insulin delivery was able to be resumed.